Manufacturer narrative:
Device was not returned for root cause analysis. No, product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Service history review found no previous repair was noted within the last 12 months. Device history log was not provided. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause of the device giving no disposable alarm as the device was not returned for evaluation.

Event description:
It was reported that the pump was alarming no disposable. They instructed patient to silence the alarm and clamp tubing. Patient stated that she was not comfortable removing the cassette. Then they instructed patient to power off the pump and contact her clinic. This event occurred at patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.